Manufacturer narrative:
Evaluation prior to the decontamination process found that the balloon would not inflate, the latex appeared intact, and no occlusion was found. The catheter was received with the contamination shield attached to the catheter. The balloon and catheter body were immersed in water to visually examine any source of leakage. The balloon was found to be severely deteriorated (dry and cracking over the entire surface of balloon latex). Leakage was seen all over balloon latex. All through lumens were tested for patency and leakage and no leakage or occlusion was found. Introducer and contamination shield were not returned. No visible damage was observed on the catheter body or returned the monoject 1.5cc limited volume syringe. Visual examination was performed under 10 x magnifications. The deflation difficulty could not be confirmed due to the condition of the latex; the balloon was unable to inflate. Storage conditions of the product was not reported. There was no evidence of a manufacturing defect; no actions will be taken at this time. Although the cause of the latex deterioration could not be determined a review of the manufacturing records indicated that the device met all specifications upon distribution.

Event description:
It was reported that the balloon would not deflate on its own. No other information was known. There was no patient injury reported.